Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified a solid, elongated, dark particle located underneath the white mesh filter of the stress-member column. The particle was determined to be approximately 1.2 mm in size. The identified particle was in the fluid path. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate 200ml/hr had a gray particle in the stress member. This issue was discovered after the device was compounded with the antibiotic drug. There was no patient involvement. No additional information is available